Event description:
Boston scientific received information that during a routine follow-up, this programmer exhibited a red screen which required a reset. Boston scientific's internal technical services reviewed the data, confirming the error had been generated due to a depleted battery within the programmer and loss of power during the follow-up. Following a unit reset, the programmer was functioning and no further complications have been reported. No resulting adverse pt effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. No anomalies were noted. Next, a test device was interrogated several times, confirming there were no communication problems between the device and programmer; additionally, no printing anomalies were observed. The programmer's battery pack was low and one of the backup batteries was depleted. The battery pack observed as low, was confirmed to have not been fully seated in its respective slot. Both battery packs were removed and replaced. Visually inspection of the programmer and touchscreen showed no cracks or physical damage; no missing or stuck keys. Laboratory testing was unable to reproduce any reported clinical observations and detailed analysis did not reveal any abnormalities; the programmer performed normally throughout all tests.

Event description:
Boston scientific received information that during a routine follow-up, this programmer exhibited a red screen which required a reset. Boston scientific's internal technical services reviewed the data, confirming the error had been generated due to a depleted battery within the programmer and loss of power during the follow-up. Following a unit reset, the programmer was functioning correctly and no further complications have been reported. No resulting adverse patient effects were reported. Subsequently, the programmer was returned and standard analysis performed. No information received with the unit at the time of the return.